Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical products: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he returned the electrodes and cover patches on (B)(6) 2022, the patient stated that all the electrodes he tried have caused a skin irritation. Now he is getting blisters within an hour. The doctor told the patient to stop using the stimulator for a month. The doctor just told the patient to use aloe vera. After the month is up the patient will start doing the time test with 63b electrodes. The patient stated that he is tired of getting the skin irritation and he is thankful, but he knows that he will get a reaction within 1 or 2 hours.

Event description:
It was reported by the patient that he returned the electrodes and cover patches on (B)(6)2022, the patient stated that all the electrodes he tried have caused a skin irritation. Now he is getting blisters within an hour. The doctor told the patient to stop using the stimulator for a month. The doctor just told the patient to use aloe vera. After the month is up the patient will start doing the time test with 63b electrodes. The patient stated that he is tired of getting the skin irritation and he is thankful, but he knows that he will get a reaction within 1 or 2 hours. No additional patient consequences have been reported. The 63b electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections in b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.